Manufacturer narrative:
A imp, tsv, 4.7, 10, mtx, mg (tsvtwb10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No damage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions noted on the per is diabetes. The reported device was located on tooth # 18 and was used for approximately 2 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1230517). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1230517) for similar events (complaint category keyword: medical: infection) and (complaint category keyword: medical: allergic reaction) and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. PMA/510k: k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary reporting.

Event description:
Doctor's office reports infection present in tissue after implant placement procedure. Implant#18 removed. Patient returning for implant re-placement. Symptoms as a result of the event: infection, allergic reaction and delayed healing.